Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast surgery with unspecified mentor breast implants and experienced bilateral capsular contracture (baker grade unknown). At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Additionally, it is unknown whether the device was saline or gel; therefore, the device will be reported as saline products. If additional information becomes available, the updates will be submitted in a supplemental report. This report is for the patient's right-sided device.